Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardiac monitor was explanted due to an infection caused by wound dehiscence, as the incision was opened. It was presumed that the patient may have picked at the wound and subsequently became infected. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. If the product is returned, analysis would be performed and this report would be updated at that time. Corrected field: b2 (outcomes attrib to adv event): hospitalization was removed, icms do not require invasive procedures to get implanted/explanted. H6 (impact codes): hospitalization code was removed for the same reason mentioned above. The product was returned and analyzed. The mentioned allegations were not confirmed, analysis is not able to provide relevant information for infection-related allegations. No evidence of device defect, malfunction or damage outside the bounds of normal medical use were found.

Event description:
It was reported that this implantable cardiac monitor was explanted due to an infection caused by wound dehiscence, as the incision was opened. It was presumed that the patient may have picked at the wound and subsequently became infected. This device was returned. No additional adverse patient effects were reported.